Event description:
Pt underwent prostate biopsy in clinic. Bard max-core biopsy device malfunction x 2 devices. Both devices became jammed during procedure. Third device obtained to complete biopsy. Bard mc1825, lot #: rekx2375, x 2, site reached out to rep to return the devices. . Manufacturer response for disposable core biopsy device, bard max-core biopsy device (per site reporter).